Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified shaft separation approximately 166mm from the distal end of the device, exposed braiding and the inner liner were also seen at this location. It was confirmed that the break did not occur at bonded region. The braiding on the inner surface of the device appeared to embed into the jacket wall. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured. Due to the shaft separation, it was not possible to carry out any functional checks on the returned device. The event descriptions described either tortuous anatomy or stenosis / calcifications. It was attempted to recreate the damage seen using a sample emboguard device and a highly tortuous and restricted anatomy and applying pression / tension / torsion / torsion force beyond the intended use of the device. The recreation showed that a tortuous or calcified anatomy can lead to kinking and flattening of the device. However, it did not indicate that it could cause shaft separation or exposed braiding. Patient specific factors (severe tortuosity / calcification / stenosis) are considered contributing factors to kinking, and any maneuvers applied (torsion and twisting) may have contributed to the device damage. However, internal recreations on sample device and tortuous / restricted model could not replicate the extent of damage. While the complaint event was confirmed, the root cause could not be established in this instance. There is no indication that this complaint was a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (9612448) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported via a journal extract in danish, that the 95cm emboguard 87 balloon guide catheter (bg8795c / 9612448) was used during a cerebral angiography treatment. Attempts were made during the procedure to access the left common carotid artery (cca) via left femoral access, however, due to challenging patient anatomy (steep common exit of left cca and right bca and tortuous left cca), the attempts were not successful. The access site was switched to the right radial artery. There was no report of any negative patient impact. It was reported that the 95cm emboguard 87 balloon guide catheter is available to return for evaluation and analysis. Based on the product investigation completed on 18-aug-2025, the issue reported has been determined to be reportable as a "malfunction."